Event description:
It was reported that a user of the ilet experienced elevated blood glucose at 220 mg/dl after meals since starting on the pump, with postprandial excursions trending lower over time, and reported needing to replace the insulin cartridge approximately every 24 hours, increasing supply usage. Customer care provided support that included troubleshooting and education by support personnel. Investigation of this case revealed no device alerts or alarms and no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.